Manufacturer narrative:
(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause.

Event description:
It was reported that "the doctor found cuff leakage during clinical setting before using on patient." No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the doctor found cuff leakage during clinical setting before using on patient". No patient involvement reported.